Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the patient's refill occurred on (B)(6) 2018. During the refill, it was determined the expected reservoir volume (erv) was 8.6ml and the actual reservoir volume (arv) was 3.5ml. The cause of the volume discrepancy was suspected to be due to a partial pocket fill (estimated 5ml was injected in the surrounding tissues in (B)(6) 2017). No further actions were taken. The patient had not complained of any issue since (B)(6) 2017. A routine refill was performed on (B)(6) 2018 without volume discrepancy. The pump remained in service. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further provided that the cause of the patient symptoms following the refill was not determined. According to the nurse, they thought that during the refill the needle was determined to be fully inserted into the refill septum. Needle placement was not verified during the refill using imaging. The volumes were not checked post refill. The patient did not want to come back at the clinic during the holiday period. The patient was scheduled later in (B)(6) for the next refill. No further actions/interventions were required at this time.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received sufentanil (50mcg/ml, 55mcg/day) in an implantable pump for an unknown indication for use. The patient had a medical history of (B)(6) and opioid intolerance. The patient did not use any concomitant medications. A refill was performed on (B)(6) 2017 (09:30) and the expected reservoir volume (erv) was 27ml. However, the actual reservoir volume (arv) was 23.5ml. This was reportedly the first time a volume discrepancy was observed. The patient reported on particular symptoms. The hcp decided to monitor the issue; no actions taken at that time. The patient later came back to the clinic approximately 11:00 that same day experiencing dizziness/drowsiness, but was easily awakened. There was no known environmental/external/patient factors that may have led or contributed to the issue. Narcan (0.4mg) was administered subcutaneously. The patient felt better and was awake 10 minutes later with pain in their back. The patient was kept under observation at the emergency room and was cleared around 18:00 that same day. No further actions were taken. The pump status was reported as implanted - in service. The issue was considered resolved. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.